Event description:
It was reported that during a road trip the patient forgot dexcom sensors, and the caregiver contacted support; a fingerstick was performed and the caregiver was educated to operate the system in bg run mode, which reflects a use issue related to procedure and method rather than a device malfunction, and no specific device component was implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions, rather than an issue with any component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.